Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation site: customer quality (cq) zuchwil selected flow: device interaction/functional. Visual inspection: the visual inspection of the returned device has shown that the threaded part of the driving cap body stuck into the handle adapter. Therefore, the parts are not able to be assembled/disassembled anymore. Furthermore, there are some wear marks on the driving cap body visible. Otherwise, the part is in a good condition. Functional test: it is not possible to perform a functional test as the driving cap body and the handle adapter got stuck together. Dimensional inspection: due to the jammed parts the relevant dimension could not be measured. However the part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The following design drawings were reviewed during this investigation: -handle adapter, for ngn insertion handles: -driving cap, for ngn insertion handles: no design issues were found which can contribute to this complaint condition. Summary: the complaint condition is confirmed as the threaded part of the driving cap body stuck into the handle adapter. The part (03.010.047) conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. This lot was manufactured in december 2019 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. As indicated in the manufacturing documents, the device was inspected to 100% before the part left manufacturing site, see also inspection sheet. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. Since the two parts stuck together, we have to assume that cold welding of the threaded part section of the connector has led to the jamming of the products. We herewith would like to recommend to our guideline for reprocessing on page 7 were it is stated that: lubricate instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.010.047, lot number: 26p1397, manufacturing site: haegendorf, release to warehouse date: dec 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the unknown tibial nail was unable to assemble with the driving cap. There was no patient involvement reported. There is no further information available. This report is for one (1) driving cap with handle adapter. This is report 1 of 2 for (B)(4).